Manufacturer narrative:
The accounts biomed reseated the pendant connection to repair the bed.

Event description:
The technician found that the hi/low function is running down unintentionally after it has been raised.